Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the atb35 device was received in good visual conditions and with no reload present. The firing mechanism was noted to be damaged; no functional test could be performed. The device was disassembled to verify the integrity of the internal components and the knife was noted to be bent. Although no conclusion could be reach on what caused the damage to the knife it is possible that the reload was loaded incorrectly causing the damage to the knife. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the device was fired the staple load shot out the front of the gun. The tech loaded the device correctly according to the staff, the tech was new. Another tech loaded the device and the same thing happened. The reloads shot out 2 times, once in the patient and once on the back table. It is unknown how the reload was retrieved. Another device was used to complete the procedure. No adverse consequences reported. There are no other details available.